Event description:
It was reported that the footswitch with back footswitch cable was experiencing intermittent min and max activation issues during practice case in the veterinarian lab in the clinical education department. The customer determined the problem to be the cable. N pt involvement occurred.